Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. On (B)(6) 2019 the patient had a CT of their abdomen. The imaging showed that the ivc is placed in satisfactory location, below the renal veins. The filter is tilted anteriorly by approximately 11 degrees to the longitudinal of the ivc, not significant (significant filter tilting is defined as greater than 15 degrees angle to the longitudinal axis of the ivc). The distal end of the filter prongs are extruded. Of note, the prong at the 2:00 position is in close apposition to/abutting the adjacent abdominal aorta, however there is no evidence of acute complications at this time. There is no evidence of pericaval fluid collections or stranding to suggest acute ivc pathology at this time. The vasculature demonstrates diffuse mild atherosclerotic calcification.